Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 33515. Expiration - the correct expiration is 10/1/2017.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the product certificate of conformance (coc), system risk analysis (sra) and visual analysis, trending of lot number and concomitant product evaluation. The product certificate of conformance was reviewed and the product was confirmed to have met all process specifications before release of product. The sra review indicates the risk associated with a hazard of 'quality problem with no impact on safety is considered to be "low." Trending analysis by lot number was evaluated from -2/26/2016 to 08/24/2016; no significant trend was observed. Complaint samples were not available for return, therefore, visual analysis was not performed. A concomitant product evaluation was performed on the sterrad 100s and the fse replaced a vaporizer plate. It is inconclusive whether or not the maintenance performed is related to the ci tape issue. There is insufficient information to determine an assignable cause at this time. If additional information becomes available, the complaint file will be re-opened and evaluated. The issue will continue to be tracked and trended.